Manufacturer narrative:
The customer¿s reported experience with a ¿channel disconnect¿ alarm occurring during infusion was not determined, as there was no supporting evidence (such as a pcu event log or contaminated iui connectors) of it occurring. No further investigation of the ¿channel disconnect¿ alarm could be performed. The customer¿s reported experience with a 353.6650.0 error was confirmed through review of the syringe module error and event logs. The 353.6650.0 error was also replicated during lab testing. The syringe module event log revealed that the customer experienced the channel malfunction while a bd 60ml syringe was started while it contained approximately 57ml of fluid. Visual inspection of the linear sensor revealed dried residue which would align with the conductive wiper while a 60ml syringe contained approximately 57ml of fluid. Through movement of the syringe drive, the residue was mostly scraped off by the wipers. Because of this, the channel malfunction could not be replicated during initial lab testing. The insulating nature of the residue was re-introduced by covering the remaining residue with a drop of super glue. Running the tests again resulted in replication of the customer¿s experience each time. Thereby proving the 353.6650.0 channel malfunction was caused by contamination (foreign substance), believed to be due to fluid ingress from around the plunger drive shaft. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial # (B)(4) . We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4).

Event description:
The customer reported that a ¿channel disconnected¿ alarm occurred during an epinephrine infusion in the picu. The user attempted to restart the infusion several times but ended up swapping out the pump due to the error. The facility biomed identified code 353.7200.5 in the logs. No patient harm was reported. Received a copy of the customer's medwatch report from the FDA which states, "the syringe module alarmed for channel disconnect. Epi infusion interrupted. Rn ensured secure connection and restarted epi. Channel disconnect occurred again. The error code 353.6650.0 was found in the syringe module log file. Bd determined that the error was caused by internal liquid ingress contaminating the linear sensor. Bd recommended cleaning procedures are followed by the equipment cleaning staff."